Event description:
The clinic reported that a laser vision correction patient presented mild superficial punctate keratitis (spk), dry eye in both eyes and loss of best corrected visual acuity in left eye at one week post treatment. The patient complained of dry eye. Patient started restasis.right eye bcva pre op 20/20 and post op 20/15.left eye bcva pre op 20/20 post op 20/30.

Manufacturer narrative:
(B)(4):the clinic is reporting this adverse event only and did not request or require field service or clinical support.all pertinent information available to abbott medical optics has been submitted. Placeholder.